Event description:
It was reported that the device did not operate on dc power. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control, inc. Evaluated the device. The root cause was determined to be due to a failure of the internal battery system. Further eval of the device found that the battery capacity of bt1 was low. A replacement device was supplied to the customer.